Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. Visual examination of the returned product identified the 302ss ring is still retained within the bearing. There are scratches, gouges, and indentations present all around the i.d. And o.d. Surfaces. No other damage was noted during visual evaluation. This device has an approximate field age of 4.5 years. Measurements within specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during trialing the bearing became stuck in the cup and was scratched during removal. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.